Event description:
It was reported that the patient never had therapeutic effect and no stimulation sensation. The patient fell late thursday and received a shock and then loss of stimulation. The patient was in the hospital due to headache and could not void. The patient fell on the device when she fell. The patient felt her headaches were "related to a csf leak because the lead pulled out." Additional information received reported that the patient had a "low level headache" that started after the fall. The patient's status was fair and still in the hospital. It was noted nausea medication related to the "spinal" headaches was requested. Subsequent information received reported that the patient was bleeding and that her device was not being checked and she was still in the hospital. It was indicated that the patient was in a boating accident when she fell on the device. The patient got a "horrendous" headache. The patient wanted to know if the device was leaking from the implant. The patient could not get the device to turn on, she was able to get the device to turn on yesterday for a minute or two and it shut back off. The device had not been checked since the accident. Further information received reported that the patient could not seem to get her device to turn back on. The patient was helped by the manufacturer while she was in the hospital and that she had to turn off the device a few days ago because of a headache. The patient was also unable to adjust stimulation. The patient was in the hospital for a month and was released two days ago on (B)(6) 2012. The patient's headache was so bad it was hard to recall short term things and all her medications are a factor for her short term memory issues. The patient has had a headache since implant, then fell on a boat and went to the hospital the next day because she felt like she was having a stroke. Her physician did not make it (the device settings) fast enough and the amplitude does not seem to be fast enough now for her because it felt like a tapping sensation instead of continuous and unnoticeable. When stimulation was continuous, it did not bother her with her headache. It was also reported that the patient thought she had a uti (urinary tract infection) because she was running a fever of 102.8 degrees and her urine was dark and cloudy and was going to setup a time with a physician. The nursing service just left the patient's home and was calling the patient's neurologist to see what they could do. The patient's hcp (health care professional) wanted the patent to turn her device back on, as it did a good job for when it was comfortable and the patient did not want to be without it, just needed to get the right settings to get it working for her as the headache was not good. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3093-28, lot # v286691, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer.

Event description:
Additional information received reported that the device was reprogrammed and now functions normally.